Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer advised that the issue was caused by something she had done and that the high blood glucose event was unrelated to the insulin pump, which had no issues. The customer did not provide the blood glucose reading. Nothing further reported.